Event description:
Patient has been revised; however, date of revision is unknown.

Event description:
Asr revision; asr xl system (right); reason(s) for revision: pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint - asr revision. Asr xl system (right). Reason(s) for revision: component loosening (femoral components) & pain, incorrect see below. Patient is bi-lateral. Left hip has not yet been revised. Lot code provided for the femoral head provided no matches and is therefore invalid and not used. (B)(4). Update received 3rd december, 2013. Lot number added for stem. Update received 11th december. Implant date amended for all products excluding the cup. Revision date removed. Correct lot numbers added for taper sleeve and head. Based on information from the spreadsheet, it appears that the reason for revision is pain and suspicion of infection. Component loosening appears to be the reason for the first revision. Patient is bi-lateral. Left hip is (B)(4). This is the second part of a resurfacing to xl revision. Cup was implanted with a resurfacing head, the head was revised and cup left in situ. See (B)(4) for revision of resurfacing head. Cup implanted (B)(4) 2005. All other products implanted (B)(6) 2009. Revision date unknown, but spreadsheet indicates that it has taken place. Update received: 20th december 2013 - added revision date: (B)(6) 2009.

Manufacturer narrative:
Patient has been revised; however, date of revision is unknown.

Manufacturer narrative:
Depuy still considers the investigation closed.